Event description:
It was reported to resmed that the power plug of an airsense 10 device caught fire. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The device operated per specifications. Visual inspection of the power supply revealed thermal damage. A replacement was provided to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
The airsense 10 device and power supply unit were returned to resmed for an investigation. Performance testing confirmed the device was performing to specifications. Visual inspection of the power supply confirmed thermal damage. Review of the device data logs revealed error messages indicating the power supply unit was not fully inserted. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to operator error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the power plug of an airsense 10 device caught fire. There was no patient harm or serious injury reported as a result of this incident.